Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 515 mg/dl. Customer was advised to run additional 5 unit fixed prime and pump alarm no delivery. Customer was explained that the infusion set is occluded. Customer was advised that we will replace 1 box of infusion sets. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 515 mg/dl. The customer was treated for high blood glucose with insulin injections.